Event description:
It was reported that while discussing a prior case, the patient¿s spouse stated the patient experienced a low glucose of 58 overnight attributed to corrections and treated it twice with oral glucose gel tablets, after which the glucose returned to range. Symptoms included hypoglycemia, though no symptoms were observed because the patient was asleep. Outcomes included characterization as a serious injury/illness/impairment due to the hypoglycemic event requiring medication. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information about any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.